Event description:
Teleflex intra-operative balloon pump (intra-aortic balloon pump) implanted - patient immediately has a high blood pressure alarm. Noted that intra-aortic balloon pump was not fully inflated as intended. The 50cc balloon was removed and a new balloon was inserted without incident. 2 previous events were noted where the intra-aortic balloon pump did not inflate at all, this was a partial inflation. All required removal and changing to a different pump. Vendor made aware.